Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the left ventricular (lv) lead. Technical services (ts) was consulted and recommended programming options. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the left ventricular (lv) lead. Technical services (ts) was consulted and recommended programming options. The device remains in service. No adverse patient effects were reported.